Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl and lost consciousness. Emergency services were called and the customer was treated with an injection of glucagon. Customer was taken to the emergency room and was treated with intravenous fluids of saline. Reportedly, the customer was released on later the same day with the issue resolved and no permanent damage. The customer alleged that the pump miscalculated boluses. Tandem reviewed the logs and confirmed bolus calculations were correct and the pump was functioning as intended.